Event description:
It was reported that the right ventricular sense pace lead exhibited noise; the lead was fractured. Clavicle crush damage was suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found that the lead was received in two pieces. Insulation damage was noted at 17.0 cm from the connector pin; consistent with the suture sleeve tie damage. This could have contributed to the reported noise problem and low impedance.